Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced severe hyperglycemia while using the ilet, with a cgm value of 501 mg/dl and concurrent large ketones; customer care assisted with site change, tubing priming to visible drops, cannula fill, and advised insulin by subcutaneous injection off-pump for two hours after outside insulin was taken. Symptoms included hyperglycemia with associated ketosis. Outcomes included recovery to target glucose range after intervention without need for hospital care. Investigation included technical support review, user education, and troubleshooting of infusion set and tubing. Investigation of this case revealed that elevated glucose was likely due to infusion site or delivery issue compounded by high carbohydrate intake, with glucose improving after site change and off-pump insulin administration. It was concluded that the device functioned as designed and that the event was related to use conditions including infusion site performance and user management.